Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/13/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure in the cath lab on (B)(6) 2025 and barbed suture was used. During a procedure in the cath lab, they were using a the barbed suture and my customer reported that the barbs on these sutures associated with this specific lot #'s were not prominent and and not catching/sitting in the incision as needed. Quote from customer" when I tried to pull the suture tight, it would slide right out or break, it was as if this lot was missing barbs. There were no patient consequences and no significant delays. Additional information was requested.